Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm fenestrated bipolar forceps instrument was analyzed and instrument moved intuitively with full range of motion in all directions during manual articulation. The grip tips opened and closed properly. No physical damage or discoloration was observed on the grip tips during visual inspection. The instrument also passed the electrical continuity test. The instrument was fully functional. Additional observation(s) not reported by site: the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs did indicate that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was pitting. The procedure was completed with no reported injury.